Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. On 06/20/2024, the patient was not feeling well, was vomiting, headache; not able to stand up and her heart rate was increased. The patient´s mother took a bg reading which was 495 mg/dl and the bg reading was 325 mg/dl. The patient´s mother panicked and called an ambulance while she treated the patient with insulin. The patient was taken to the hospital and there the hospital took bg readings (no value reported) and treated with insulin and given intravenous liquid and liquid sugar bags to stabilize (diabetes management). The patient was discharged after 4 days on (B)(6) 2024. At the time of the report the patient was feeling tired. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the patient´s mother took a bg reading which was 495 mg/dl and the bg reading was 325 mg/dl. " h2 correction.

Event description:
The patient´s mother took a bg reading which was 495 mg/dl and the cgm reading was 325 mg/dl.